Manufacturer narrative:
H6 codes: updated. The suspect device was not returned for evaluation. Two images were provided for investigation. The device history review was performed and no discrepancies noted relevant to the indicated failure mode. Customer provided images had been reviewed and complainant allegation "cannula separated from site" could be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cannula was missing from the infusion set after the patient removed it from the body. The patient was unsure whether the cannula remained in the skin or had fallen off during removal. There were patient involvement and no harm reported.